Event description:
It was reported that cartridge did not fully snap into pump, and customer could not reload original cartridge even after removing pump case. There was no reported impact to the customer¿s blood glucose level. Customer confirmed that unused empty cartridge connected properly, was instructed to fill new cartridge with insulin and attempt load sequence independently, and was advised to call back if issue continued, after which support closed case.